Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was unknown. The customer stated that the drive support cap was recessed and came out a couple of months ago. The customer also mentioned issues with the sensor not reading correctly. The insulin pump was not returned for analysis.